Manufacturer narrative:
Result - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempts to acquire information for this form were made by gore.

Event description:
On (B)(6)2013, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the patient had very large vessels and moderate tortuosity and calcium in the vessels. The rmt was deployed and on the right side a (B)(4) was deployed and in place. The physician wanted to extend the (B)(4) with a (B)(4), while advancing the device the sheath was not advanced all the way into the artery. The graft was deployed distal of the intended location and was not inside the pxc231400, there was a large gap. The physician chose to bridge the gap with two zenith renu devices. Due to the deployed location of the (B)(4), the hypogastric artery was unintentionally covered, the physician then had to perform a fem fem bypass to obtain patency in the hypogastric artery. The patient tolerated the procedure.